Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving motor error alarms that would not clear from the insulin pump. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
The insulin pump passed all functional tests. No motor error alarms noted. Motor tested fine. No moisture damage notes on electronic assembly. All button functioned properly. However, the insulin pump had moisture damage on keypad traces.